Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No frozen display noted. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. Nothing further was reported.